Event description:
On august 24, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch surestep enhanced meter was giving inaccurately low readings and had segments missing from the characters on the display. On four days later, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The patient stated that due to the psychiatric medications, he is currently taking, he is unable to recall many specifics of this event. The mas also reviewed the recorded telephone call. On an unspecified date 'a few years ago', the patient noted that occassionally, there were segments missing from the characters on the display of the reported meter. The patient was unable to state for how long the segments had been missing from the display. On the morning of the event, the patient had obtained a blood glucose reading in his normal range. At mid-day, the patient started to experience the symptoms of lightheadedness, nausea and feeling faint. The patient retested his blood glucose level while symptomatic and obtained a reading of 'in the 200s mg/dl on the reported meter. The patient took no action following this reading. A family member took the patient to the emergency room, where 45 minutes later, the patient's blood glucose level was tested to be 590 mg/dl. The patient was treated intravenously with an unknown medication; he was unable to state specifically what medication was given. The patient was hospitalized for one week due to hyperglycemia. The physician changed the patient's medication regimen to include insulin instead of oral diabetes medications. The patient had been taking an unspecified oral diabetes medication. He did not adjust his dose based on meter readings. The patient did not know what might have caused him to become hyperglycemic on the day of the event. The patient now takes lantus insulin 60 in the evening, and novolog rapid-acting insulin 30 units before each meal. The meter, test strips and control solution were replaced. The patient's blood glucose level was tested to be 590 mg/dl in the emergency room, which did not correlate with the 200 mg/dl meter reading taken 45 minutes earlier. The patient received emergency medical attention, treatment and hospitalization for hyperglycemia. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.